Event description:
5-month-old pt, admitted on 5/5/96 with rule-out "bkp". On 5/7/96, when nurses checked out the IV-site, they noticed that the angio cannula had been displaced from the "yellow hook" of the angio, and was into the pt's vein. Pt had surgery to remove the cannula from the right hand, by a peripherovascular surgeon. Pt doing well, discharged home on 5/10/96.